Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the sterilization process of the application instrument for sternal zipfix the trigger would not release. There was no patient involvement.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received with one housing screw is missing. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications. A manufacturing conclusion cannot be presented due to the missing screw. A product development evaluation was completed: the first generation instrument received is showing marks and scratches on its moving parts which indicate a long time use. One screw is missing no other damages are identified. The function of the returned instrument of lot number: 7653178 is not more given, since a housing screw - which also functions as the axes for the ¿trigger¿ component is missing. The root cause of the loosening or breakage of the missing screw cannot be determined by product development because the screw was not returned with the complaint. There was no design related issues identified on the returned instrument which would explain the missing screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.